Event description:
Add'l info rec'd from MFR 7/5/01: unfortunately, due to the limited info provided to MFR, MFR was unable to identify this device; and therefore, unable to investigate further. In the event that MFR receives info allowing them to identify the device, MFR will initiate an investigation.

Event description:
Event - acute congestive heart failure in the setting of diminished left ventricular function. Pt with ischemic cardiomyopathy was identified as a possible madit ii trial subject while being evaluated for paroxysmal atrial fibrillation and intermittent type I and type ii second degree av block. The pt was recommended to have a pacemaker to treat the pt's conduction abnormality if the pt did not participate in the trial or if the pt participated and was not randomized to receive an aicd (automatic implantable cardiac defibrillator). The pt volunteered for trial participation and after meeting inclusion/exclusion criteria was randomized to receive an aicd. Because of the pt's pre-study conduction abnormality, the pt was implanted with a conventional, market-approved guidant aicd with pacemaker capabilities. The device was implanted in 2001 and before the end of the month, the pt left their home to winter 2 - 3 mos in another state. Pt was contacted by telephone per madit ii trial protocol, and reported "not feeling as well as the pt would like to", a decrease of energy and feeling "more winded" with activities involving walking. In the evening 2 days later, the pt became very short of breath at rest and was taken to a local hosp via ambulance. The pt was seen in the emergency dept and admitted for further evaluation/treatment. The pt was diagnosed with acute congestive heart failure in the setting of diminished left ventricular function. The pt was aggressively diuresed and ruled out for new myocardial infarction and/or digoxin toxicity as causes for the event. This is the first time the pt was ever hospitalized for congestive heart failure. The physicians could not determine causality of the event which resolved quickly. The pt was discharged the next day. The aicd was not interrogated during hospitalization. Doses of concurrent medications were adjusted during hospitalization. The device (aicd) was interrogated upon return to home area 5 weeks later with 4 events of non-sustained ventricular tachycardia noted and no deliveries of therapies during period of time of the event. Congestive heart failure is a common event in pts with ischemic cardiomyopathy and poor ventricular function. Medications at the time of the event included vasotec 10 mg daily; dilantin 200 mg in morning, 100 mg in evening; lasix 20 mg daily; potassium 10 meq daily; metoprolol 100 mg twice daily; digoxin 0.25 mg daily; coumadin 5mg on sun/mon/wed/fri and 2.5 mg tue/thu/sat; aspirin 81 mg daily; vitamin c 500 mg daily; vitamin e 400 iu daily; bagcol 0.4 mg daily. Note: 1) neither the aicd nor medications the pt was taking were felt to be the cause of the event. Event reported per madit ii protocol, 2) see attached brochure pertaining to madit ii trial.